Manufacturer narrative:
H4: the lot was manufactured from may 26, 2021 to june 02, 2021. H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on the cap with iodine surrounding the area of the crack. A functional underwater pressure test was performed and bubbles were observed. The crack had propagated through the wall of the cap. The reported condition was verified. The cause of the condition could not be determined. The remaining samples were not received; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2021, further described as "last couple of months". A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (3) minicaps were cracked which resulted in iodine leakage. This was observed during use of the devices for peritoneal dialysis therapy. It was further reported that cracks were unable to be seen until the caps were screwed in place. There was no patient injury or medical intervention associated with this event. No additional information is available.